Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation, there was contamination on the battery board and the battery charger was unable to recognize and charge battery packs. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
During investigation of an unrelated problem, it was found that a battery charger was unable to recognize and charge a battery pack.